Event description:
It was reported to philips that the device was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting fse found that the issue was caused due to the incompatible software configuration file this machine. To resolve the issue, fse corrected and loaded the software, restore data and tested machine. The same issue reoccurred after a few days, where fse changed the hdd slot of flex spot pc and installed a new flex spot pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.